Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00807; 0001526350-2023-00809; 0001526350-2023-00810; 0001526350-2023-00812. Review of the most recent repair record determined the cutter was found to fail the test cut with an incomplete cut; however, the repair was not completed because the cutter was not repairable and was returned with notification that cutters do not meet the zimmer mesh test acceptance criteria. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported upon investigation that the cutter was found to fail the test cut with an incomplete cut. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.